Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 27 to 28mm in diameter, 15mm long, moderately calcified, and was angulated 50 to 55 degrees. The iliac arteries were moderately tortuous, although the vessels seemed to straighten with the insertion of the guidewire and delivery system. It was reported that the physician thought there was what appeared to be a proximal type 1 endoleak. The aortic neck was ballooned several times, which made the endoleak slightly improve. The physician then elected to implant an aortic cuff proximally, which successfully resolved the type 1 endoleak. After the type 1 endoleak resolved, an endoleak clearly originating from a lumbar artery (type ii endoleak) was observed; however, no further intervention was required. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Intervention required- results: endoleak; moderately calcified and angulated aortic neck; type ii endoleak from a lumbar artery.